Event description:
It was reported that when using the bd pyxis¿ medflex 2000, the customer reported an issue with the fingerprint scanner. The fingerprint reader was not functioning as expected due to a protective film on the scanner surface that appeared to obstruct fingerprint detection. There were no delay or adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 09-mar-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the fingerprint scanner had issue. A technical support specialist remotely accessed the machine and configured the lumidigm service in windows services, informed the user to clean the fingerprint scanner with a damp cloth and advised them to re-enroll users who were unable to log in using fingerprint authentication, also advised that users should contact support if re-enrollment was unsuccessful, with a note to consider dispatch due to a potentially worn scanner lens. The system functioned as intended after the technical support specialist troubleshot the device.